Event description:
The international customer reported that the ventilator battery would not charge. The customer reported the device was not in use on a patient .the service technician reported the battery was replaced to address the reported problem and the device is back in service. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Specifications. Proper care, maintenance and testing should be performed when using battery power sources.